Event description:
Additional information was received reporting that the pipeline, braid initially opened; however, after a single-shot deployment to assess the distal opening, the braid was observed to be deformed and no longer in its intended configuration. This represents device deformation following partial deployment rather than a complete failure to open. The cause of the event could not be confirmed and there was no unusual resistance or handling issues that were noticed before the braid deformation was observed. The pipeline failed to open in the distal segment of the device. The pipeline was not placed in a "significant" vessel bend at the time of the event. No additional steps or devices were attempted to open the pipeline prior to the event. All of the information has been confirmed and provided by the implanting physician.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when DHR is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline had issues opening.  The patient was undergoing surgery for treatment of an unruptured aneurysm of the internal carotid artery.  It was reported that the device was used in a patient and all preparation steps were performed in accordance with the instructions for use (IFU). After the first unsheath of the pipeline device, a single shot angiographic check was performed to confirm proper distal braid opening. It was then observed that the braid had deformed from its expected configuration. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.